Manufacturer narrative:
Concomitant medical products: 4968 lead implanted: (B)(6) 2017; 680r32 heart ring implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post elective cardioversion procedure the right ventricular (rv) lead exhibited no sensing at vvi 40. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. The patient is a participant in a clinical study.